Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.